Event description:
A distributor in china reported on behalf of a healthcare facility that the mr290v vented autofeed humidification chamber provided as part of the rt212 adult single heated breathing circuit was leaking between the base and dome. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section g4: the rt212 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the subject rt212 breathing circuit was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is based on the information, photograph and description of events provided by the customer, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided video observed that water was leaking from the subject mr290v humidification chamber. The provided photographs could not confirm any visible physical damage to the humidification chamber. Conclusion: f&p healthcare's investigation was unable to conclusively determine the exact cause of the reported issue. The user instructions provided with the rt212 adult single breathing circuit include the following: - "do not use the chamber if the seals are not intact of if it has been dropped." - "visually inspect breathing sets for damage (e.g. A crushed tub or cracked connector) before use and replace if damaged." - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A distributor in china reported on behalf of a healthcare facility that the mr290v vented autofeed humidification chamber provided as part of the rt212 adult single heated breathing circuit was leaking between the base and dome. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is in the process of completing our investigation. We will provide a follow-up report upon completion of our investigation.